Manufacturer narrative:
Method: actual device evaluated (B)(4) level 1; results: no failure detected (B)(4); conclusion: no failure detected, device operated within specification (B)(4). (B)(4). It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a smartablate generator. The maximum temperature was set at 55 degrees celsius. However, on three separate occasions the unit would continue radiofrequency up to 61 - 62.4 degrees without shutting off or reducing power. The physician had to closely monitor the patient and the temperature maximum. The temperature above 60 degrees fluctuated and the burns were stopped when 60 degrees or greater were observed. They burned again and titrated the watts to try to keep it under 60 degrees. They were able to stop the ablation with the stop button. Despite the issue, the procedure was completed successfully and with no patient consequence. The device manufacturer was unable to duplicate the complaint. They performed the functional and safety test. The unit is ready for use. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a smartablate generator. The maximum temperature was set at 55 degrees celsius. However, on three separate occasions the unit would continue radiofrequency up to 61 - 62.4 degrees without shutting off or reducing power. The physician had to closely monitor the patient and the temperature maximum. The temperature above 60 degrees fluctuated and the burns were stopped when 60 degrees or greater were observed. They burned again and titrated the watts to try to keep it under 60 degrees. On the first attempt, the temperature still went passed 60 degrees at a setting of 35 watts. On the second attempt, they were able to burn at 35 watts and the temperature stayed under 55 degrees. The issue did not resolve despite confirming proper settings on the smartablate generator. However, they were able to stop the ablation with the stop button. A 4mm biosense webster catheter was used. Despite the issue, the procedure was completed successfully and with no patient consequence. Since the generator read the temperature above the cut off temperature and the generator did not stop ablation, this issue has been assessed as a reportable malfunction as this could potentially cause patient injury.